Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2011. The patient was revised on (B)(6) 2021 due to unknown reasons. No other information reported.

Event description:
Revision operative report of (B)(6) 2021 - "examination under anesthesia demonstrates a jog of valgus laxity. Arthrotomy was carried out. There was a large effusion. Synovial fluid was sent for cell count. There was extensive thickened pseudomembrane in the joint but no evidence of infection. Tissue was sent to microbiology for culture as well as to pathology. Complete synovectomy was carried out. There was some pitting on the central post and medial aspect of the polyethylene liner. The patella component, femoral component, and tibial components are all well fixed. There is no loosening. We exchanged the polyethylene implant liner placing an 11 mm psc insert as compared to the prior 9 mm insert. This improved stability as the knee still came out to full extension. Patella tracking is anatomic." The patient was transferred to the recovery room in satisfactory condition. The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H3: investigation results - the revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs or photographs were not provided.